Event description:
Primary rn told me he had issue with d10 administration the day prior. He was giving a d10- bolus as a secondary under "IV bolus".... Both primary and secondary tubing were dripping. He changed the d10 secondary bolus to "basic" and it was now corrected to only infusing as a secondary.